Event description:
It was reported that after the iab was inserted, the user was unable to measure "blood pressure". As a result of this, the iab was removed and replaced. There were no paitent complications.